Event description:
Cpi received info that these pmi leads were removed from service due to noise. Also two cpi leads large patch and small patch leads were removed due to suspected malfunction. No add'l info is available.